Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the probable cause of the errors 116 and 117 were caused by a faulty ssd (solid state drive). However, the specific cause of the faulty ssd could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, the reported issue occurred due to a faulty solid-state drive (ssd) that needs to be replaced and worn-out button switch was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), during preparation for use, the visera 4k uhd camera control unit exhibited communication error e117 and e116. During troubleshooting, the customer was instructed to turn the unit off and back on, but the error persisted. There was no harm or user injury reported due to the event.